Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. The defective power adapter was received at medela on (B)(4) 2014. The product evaluation was unable to confirm the customer reported power cord emitting an electrical odor, but had revealed the transformer housing was cracked open, exposing inner electrical circuitry, which is a safety risk. This issue with a damaged transformer housing for the pump in style device is currently being investigated under (B)(4).

Event description:
The customer reported that her power adapter had an electrical odor. During the product evaluation on (B)(6) 2014, the technician observed damaged transformer housing exposing inner electrical circuitry, which is a safety risk.